Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), genital haemorrhage ("heavy bleeding"), autoimmune hepatitis ("autoimmune disorder type of disorder: autoimmune hepatitis/autoimmune hepatitis") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carcinoma in situ, hepatic disease and autoimmune disorder nos. Concomitant products included prednisone. On an unknown date, the patient started azathioprine at an unspecified dose and frequency. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune hepatitis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and raynaud's phenomenon ("raynaud's disease"). The patient was treated with surgery (underwent a hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune hepatitis, rheumatoid arthritis, abdominal pain, back pain, fatigue, menorrhagia and raynaud's phenomenon outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, autoimmune hepatitis, back pain, fatigue, genital haemorrhage, menorrhagia, pelvic pain, raynaud's phenomenon, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: the insertion was without complications date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drug and events- abnormal bleeding (vaginal), menorrhagia, raynaud's disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain"), genital haemorrhage ("heavy bleeding"), rheumatoid arthritis ("rheumatoid arthritis") and autoimmune hepatitis ("autoimmune hepatitis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), autoimmune hepatitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and fatigue ("fatigue"). The patient underwent a hysterectomy with removal of the essure devices in (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, autoimmune hepatitis, abdominal pain, back pain and fatigue outcome was unknown. The reporter considered abdominal pain, autoimmune hepatitis, back pain, fatigue, genital haemorrhage, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: the insertion was without complications incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.